Event description:
Customer reports that a gold plated screw post broke while screwing the post inside the root canal during a dental restoration crown build up procedure on a patient. The procedure was performed without any particular torque force when the post broke without the possibility to remove it from the root canal.